Manufacturer narrative:
A replacement device was ordered for the patient to resolve their concern. The previous device was requested back for investigation. The device has not been returned. If the device is returned and investigated, an update will be created for this report.

Event description:
The patient stated, that they took their teladoc blood pressure monitor to their doctor's office. The monitor was compared to the doctor's manual reading done at the same time. The teladoc blood pressure monitor gave a reading, that was more than 20 mmhg higher than the manual reading.